Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrx. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, the distal tip of the reamer irrigator aspirator (ria) driver shaft broke. This caused a 2 hour prolongation of surgery due to removing the metal fragments out of the femur. Currently no further information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the present reamer irrigator aspirator drive shaft was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately we are not able to determine the exact cause of this occurrence. It is likely that the reamer head was not properly attached or simply too much force (more than 6nm) or the drill head choose to big (according operating procedure guide; 1.0. Until 1.5mm bigger than medullary cavity) was applied during use and caused a mechanical overload which resulted in this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.